Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 1.50mm x 8mm emerge¿ catheter was advanced to dilate the lesion. However, it was noted that the shaft broke inside the tuohy. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status was fine.